Event description:
It was reported that cgm displayed repeated error 42 messages while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support walked caller through pump reset, after which cgm error did not reappear.